Event description:
It was reported that: after intubation, the user manually ventilated the patient for a few breaths verifying proper placement of the endotracheal tube. The user then switched to automatic ventilation and the ventilator appeared to be functioning correctly. The doctor then noted that the patient was not being properly ventilated and that the reservoir bag was expanding. The doctor ventilated the patient with an alternate device until the machine was replaced to complete the case. No patient injury reported.